Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered progressive pain, discomfort, soreness and stiffness, which in turn negatively affected her ability to walk, sit and drive, and required the use of a cane. Radiology films revealed lysis that was occurring posteriorly along the ztt sleeve, as well as inferior to the cup. A subsequent MRI confirmed wear debris and lysis. Given her symptoms and these findings revision surgery was recommended to get rid of the lysis generator. During her revision surgery, her surgeon encountered fluid and granulation tissue with the inner portion of the capsule. There was a thumb size lytic area in the posterior portion of the femur at the level of the ztt sleeve, which was approximately 2cm. Upon inspection of her acetabular cup, only about 10% of the overall cup had ingrown surface. The patient also had excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Event description:
Pt was revised to address hip pain and elevated metal ion levels.